Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. UDI (di): (B)(4)

Event description:
It was reported that during follow-up, post-paced t wave oversensing was observed on stored egms. Programming changes were made. During a subsequent device check, non-sustained rv oversensing due to post-paced t wave oversensing was observed. Additional programming changes were recommended. The patient was asymptomatic throughout.